Event description:
Reporter indicated that pt's chest wound was not healing properly and was opening up. It was reported that yellow drainage was oozing from the wound and that the pt had been seen outpt at hosp on two occasions to have the site drained. It was reported that the site was not infected, but that the pt had been on as many as three antibiotics and that there was granulated tissue at the site. Further follow-up revealed that the device was beginning to extrude from the incision site and was explanted. Re-implant is not planned.